Manufacturer narrative:
Device evaluated by MFR, corrected data: the initial MDR inadvertently had the wrong field selected for this section. This MDR is being submitted to correct this information.

Event description:
It was reported that the physician¿s handheld device was malfunctioning. No details were provided. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Additional information was received stating that the issues had resolved after the handheld device was replaced.